Event description:
Customer had one patient with discrepant ck-mb and troponin t results. Initial ckmb result was 8.18 ng/ml, repeated three times gave 2.28 twice and 2.68 ng/ml (tested on a different elecsys 2010 analyzer); initial troponin t result 0.022 ng/ml, repeated twice gave 0.019 and 0.032 ng/ml (tested on a different elecsys 2010 analyzer). Patient was not given treatment or adversely affected based on erroneous results. Customer reported ck-mb 2.28 ng/ml result and troponin t <0.03 ng/ml. Sample type was plasma and ck-mb reagent lot was 15514901 (troponin t reagent lot was not provided). The field service representative did not find a cause of the discrepancies. He checked and cleaned analyzer and ran performance tests.

Event description:
(B)(4) clinical studyit was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure that the patient presented with unstable angina.the index procedure treated the 90% stenosed 2.75x20mm target lesion located in the ramus artery. Treatment consisted of pre-dilation and the placement of a 2.75x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel.1525 days following the index procedure the patient was admitted to the hospital with unstable angina and was treated with medication. The next day the patient underwent an angiogram without revascularization. On day 1530 the event was resolved with residual effects and the patient was discharged.it was further reported that the patient indicated continuous asa use only, at the four year follow up visit. Concerning the angina in (B)(6) 2009, the patient had chest pain and shortness of breath. Pain was described as very sharp and nothing she ever felt before. Pain was worse when she would push on her chest. She also had nausea associated with some jaw pain. She took multiple nitroglycerins (3 total) with no relief. She went to a local hospital emergency room where she was diagnosed with a st segment elevation mi based on "minimal" troponin leak (levels 0.24, 0.4 and 0.37). The patient was transferred to the study site for cardiac catheterization and evaluation. (B)(6) notes the hospitalization date was (B)(6) 2009 but source documents note hospitalization as (B)(6) 2009). Ck and mb levels were normal. There was no EKG received from the local hospital. A ventilation perfusion scan showed a low probability for pulmonary embolism. A chest x-ray was negative. Source documents note that the patient had a non-st elevation mi. It was further reported that the date of hospitalization for the event and subsequent angiogram was (B)(6) 2009, not (B)(6) 2009 as originally reported.

Manufacturer narrative:
A specific root cause could not be identified. The calibration and qc results for the ck-mb and troponin t assays do not indicate an issue. Performance tests were performed and within specification. A specific root cause could not be identified. Preanalytical factors could not be ruled out. The patient involved was not adversely affected by the results.